Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pem553, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mitral valve repair on an unknown date and suture was used. During the procedure, the needle popped off of the suture when sewing in valve. It is unknown how the case was completed. No adverse patient consequences were reported. No additional information was provided.